Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device check and upon interrogation, the ventricular lead exhibited low impedance in unipolar configuration. The patient was asymptomatic. No intervention was reported and the patient would be monitored.